Event description:
It was reported that during a device check it was found that there was no capture on the right atrial (ra) and left ventricular (lv) leads, which had dislodged due to suspected twiddling by the patient. There was a revision and the ra lead was repositioned and remains in use. A guidewire would not pass through the lv lead lumen so the lv lead was removed and replaced by a new lead. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the ra lead was repositioned twice more for dislodgement. The ra lead dislodged again a fourth time, with high thresholds and undersensing. The ra lead was programmed off.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products:4196 implantable pacing lead 2013 (B)(6); 6947m62 implantable tachy lead 2013 (B)(6); d314trm implantable cardioverter defibrillator (ICD) 2013 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).